Manufacturer narrative:
Correction: section g3: the awareness date should have been 12 feb 2025 rather than 19 feb 2025.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Fracture was suspected due to noise. The lead was explanted and successfully replaced. There were no patient consequences.

Event description:
Additional information received noted that the oversensing of noise resulted in inappropriate shock.